Manufacturer narrative:
The event occurred sometime in 2020. This was received via medwatch mw5099628. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum iq pumps would generate a processor error where the pumps shut off during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.